Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 15 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.